Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification; however, unit received with corroded battery tube. No "off no power" without low battery alarms noted. Unit passed the rewind basic occlusion test, prime/delivery test and displacement test; however, unit received stuck in the motor error loop during bolus/basal delivery and motor position error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 250 mg/dl. Customer also reported to have received a motor position encoder error alarm. Drive support cap appeared normal. Customer received an "off no power" but did not receive a low battery alert. Customer mentioned that the tape on battery cap was rubbing off. After troubleshooting, customer was advised that insulin pump would need to be replaced.